Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00722. It was reported that the patient experienced uncomfortable stimulation with their scs system. In a recent update, it was also reported that the patient was unable to set the ipg to MRI due to high impedances on both implanted leads. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.